Event description:
Reference MDR #1219856-2011-00206 for the first event involving the same pt. It was reported that another intra-aortic balloon (iab) kit was opened. Per the clinical support specialist (css), via a phone call with the cath lab inv mgr (clim), upon connecting the fiberoptix sensor (fos), they had a blue light bulb, but the fos would not zero (iab currently not in pt). During this time, they had been performing CPR. The css instructed the clim to tell the md to proceed with the insertion: insertion site was the femoral. The css explained that the zero process will not interfere with timing, triggering or pumping and they can correct pressure accuracy later. According to the clim, this is the only other 40 cc iab they have on the shelf. The css explained that it was urgent at this time to insert the iab. After insertion, an intermittent waveform was present. Fos status codes were ll (low light), re (ratiometric error), pl (pressure limit). The css instructed them to connect the central lumen via a transducer to the pump; a good waveform was noted. The pump continued to pump during this time with chest compressions. There was some intermittent pressure situation on the waveform due to CPR. The pump had some erratic triggering so the ECG cable was disconnected. During the phone conversation, the code was called. The css explained to the clim that they would be able to troubleshoot the fos after the pt was stable; however, since the code was called that is the priority. The css requested that she should keep both iabs and red bag them for retrieval and call her back when things settled down. When the clim called back, they discussed the first insertion also. Again, the css discussed with her that the fos zero shouldn't cause hesitation to insert the iab during an emergency as the central lumen can be used if required and would not effect pumping. Therapy was delayed or interrupted for 10 mins. There was medical/surgical intervention needed as the pt coded and after resuscitation attempts, expired. There was no pt report of injury or complications related to the device. The rn and scrub tech stated "the pt was in cardiac arrest before they even put the balloon in."

Manufacturer narrative:
MFR control no (B)(4). F/u report will be filed if additional info becomes available.